Event description:
The customer reported that during use, the blade of the device became stuck at an angle and then it bent. There was no patient injury. Upon receipt for eval at covidien, a preliminary investigation found the knife to be protruding from the jaws of the device.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.